Event description:
Complainant alleged that during functional testing the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was observed during review of the device's activity log; log showed occurrences of battery test failed messages. However it did not indicate a device malfunction. Batteries used in the device were not returned for evaluation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.